Event description:
A report of a pt that was explanted was rec'd. The physician elected to explant the pt because the pt was not healing properly and stated it was not an infection. No pus was evident at the pocket site, it was clear fluid protoplasm. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the med facility and will not be returned for analysis.